Event description:
A report was received on 07 jun 2022 from the risk manager of a 71-year-old male critical care patient with unspecified pathology, who stated the patient required multiple filter changes and received ¿blood products¿ during a continuous renal replacement therapy treatment on 13 feb 2022. Although requested, additional information was not provided.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "all treatments must be administered under a physician¿s prescription, and must be observed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician." User facility report #: (B)(4).